Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for the full initial reporter: (B)(6). E1 full event site name: (B)(6).

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit had an alarm was triggered. Upon inspection of the iab catheter, it was found that the balloon could not be inflated. Further investigation revealed a problem with the maintenance kit, which needed to be replaced. There was no patient injury or harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Based on the information provided, the device displayed ¿check the iab catheter¿ alarm. Upon inspection of the iab catheter, it was found that the balloon could not be inflated. The fse replaced the balloon with another one, but the alarm persisted. Further investigation revealed a problem with the 5000-hour maintenance kit, which was expired and needed to be replaced. The hospital was provided with a quote, but the customer declined to repair the device.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - d9, h3.

Event description:
N/a

Manufacturer narrative:
Due to character limitations in e1 event site address avenida juracy magalhaes junior, 2096 updated fields - b4, d8, e1, e3, g3, g6, h2, h11 corrected field - d9, d10, h3

Event description:
N/a